Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon displayed on a receiver with an unknown serial number. However, a receiver with serial number of (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the usb not communicating when attached to the computer. A receiver boot test was performed and passed. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the usb not communicating when attached to the computer. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.